Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/11/2016 that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver has no display except it vibrates continuously. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective u4 component.